Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('multiple irregular fragments of coiled metallic material') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic adhesions. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), pelvic pain ("pelvic pain"), hypersensitivity ("allergy: other"), sleep apnoea syndrome ("sleep apnea"), abdominal pain ("abdominal pain"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), arthralgia ("hip pain") and dyspareunia ("dyspareunia") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopic essure removal and bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the device breakage, genital haemorrhage, pelvic pain, hypersensitivity, sleep apnoea syndrome, abdominal pain, gastrointestinal disorder, alopecia, weight increased, arthralgia and dyspareunia outcome was unknown. The reporter provided no causality assessment for device breakage and dyspareunia with essure. The reporter considered abdominal pain, alopecia, arthralgia, gastrointestinal disorder, genital haemorrhage, hypersensitivity, pelvic pain, sleep apnoea syndrome and weight increased to be related to essure. The reporter commented: insertion date: (B)(6) 2010 (as per mr, discrepancy noted) . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 27-may-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('multiple irregular fragments of coiled metallic material') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic adhesions. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), pelvic pain ("pelvic pain"), hypersensitivity ("allergy: other"), sleep apnoea syndrome ("sleep apnea"), abdominal pain ("abdominal pain"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), arthralgia ("hip pain") and dyspareunia ("dyspareunia") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopic essure removal and bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the device breakage, genital haemorrhage, pelvic pain, hypersensitivity, sleep apnoea syndrome, abdominal pain, gastrointestinal disorder, alopecia, weight increased, arthralgia and dyspareunia outcome was unknown. The reporter provided no causality assessment for device breakage and dyspareunia with essure. The reporter considered abdominal pain, alopecia, arthralgia, gastrointestinal disorder, genital haemorrhage, hypersensitivity, pelvic pain, sleep apnoea syndrome and weight increased to be related to essure. The reporter commented: insertion date: (B)(6) 2010 (as per mr, discrepancy noted) . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 19-may-2021: mr received: this case become serious incident. Event "multiple irregular fragments of coiled metallic" and dyspareunia added. Reporter's information added. Medical history were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.